Event description:
A healthcare provider reported that a female patient of unknown age underwent an injection of restylane on an unspecified date (2005) to an unspecified location and experienced swelling and nauses. A report made through a sponsor contact reported the patient received the restylane injections at 10 am and around noontime she developed swelling, a sensation of warmth in her face and nausea. The reporter assessed the swelling and nausea, experienced by the patient as related to the restylane injections. The reviewer physician has assessed this event as a "possible allergic reacion." Sponsor comments, upon routine qc of safety cases in october 2005, it has been determined that this case meets the requirement of 10 day reporting (per restylane approval letter) for the event nausea, presented concomitant to swelling and warmth which are terms assessed as local inflammatory reaction to the implant site rather than an allergic reaction.